Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported flared tip (kink), failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right posterior atrio-ventricular artery that was moderately calcified, heavily tortuous, and 90% stenosed. The trek rx was advanced against resistance, resulting in a flared tip and the device failed to reach the lesion. There was resistance during removal. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect. There was no report of significant delay in the procedure. There was no additional information provided.